Event description:
On (B)(6) 2023 this patient underwent endovascular treatment of an endoleak and stenosis of non gore stent graft, using gore® tag® conformable thoracic stent graft with active control system, and a gore® dryseal flex introducer sheath as an accessory in the procedure. During the procedure, abdominal bulging was observed but no issues were noted with the angiography of the thoracic and abdominal area. The patient was moved to the angiography room for further examination after wound closure. Damage of inferior epigastric artery was confirmed. The patient was returned to the operating room where the femoral artery area was cut down and the damaged vessel was ligated. The patient tolerated the procedure. The physician reported that no resistance was felt during device insertion.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.